Event description:
Initial information received from physician on 09-jul-2010: a physician reported that he had an in office training in 2007 on poly-l-lactic acid (sculptra, lot# and exp date unknown). One of the patients that got poly-l-lactic acid injected during this time period was an office staff member. It is believed the trainer gave the injections to the office staff person. The patient has bumps under her eyes. Physician also believes that over the last six months these bumps have grown larger. No concomitant medications or medical history provided. No further information reported.